Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the patient was previously treated for a femur fracture in 2000. On (B)(6) 2013, the patient was returned to the operating room for placement of a variable angle (va) condylar plate. On (B)(6) 2013, it was noted the distal va locking screws showed signs of backing out. On (B)(6) 2013, the distal va locking screw was completely backed out. The patient was returned to the operating room on (B)(6) 2013, for hardware removal and revision to a locking compression plate (lcp) distal femoral plate. This report is 5 of 7 for complaint (B)(4).